Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient already had the device battery internally changed after only 21/2 years. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.